Event description:
Reportedly, the device delivered faster than it was programmed. On 6/3/05, the device was set to deliver a solution of midazolam at rate of 2ml/hr in dose mode. After 2 hours, the nurse noticed that 30cc of the solution in the bag was gone. No pt injury was reported.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications.